Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a separation of the driveline bend relief from the metal connector was confirmed through an onsite evaluation performed by an abbott representative. The account communicated that a separation of the driveline was observed at the distal end bend relief. No alarms were reported for this event. Abbott technical services performed a clamshell repair. All tests reportedly passed after the repair. The patient remains ongoing on heartmate ii lvas, serial number (B)(4) and no additional complaints have been reported at this time. The heartmate ii lvas IFU and patient handbook address how to care for the driveline. They also address damage due to wear and fatigue of the driveline. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The approximate age of the device is 3 years. No further information was provided. The patient remains ongoing on the device. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that there was separation of the percutaneous lead distal end bend relief. A distal end percutaneous lead replacement was performed on (B)(6) 2019. No further information was provided.